Event description:
A pt reported they were unable to test on their meter. Their ot ii meter allegedly would only prompt error 1 message. There was no result on their meter. No treatment. No further info has been reported.